Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd safetyglide¿ needle was found with foreign matter as ¿when they removed the cap off the needle there seemed to be what appeared to be strands of fiber or plastic¿. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: sample evaluation: three safetyglide needles received at bd canaan from batch# unknown,(B)(4). Samples were visually evaluated and shield was removed on all three. No foreign matter observed on the needles. DHR review for batch 6286906( B)(4). Manufacturing date: 10/16/2016 to 10/17/2016. Batch quantity was 670,500. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6286906 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Machine # 782, notification n/a, adjustments n/a, requal n/a. Confirmed: bd was able to confirm the customer¿s indicated failure investigation conclusion: root cause undetermined.